Event description:
A customer reported that their t:slim x2 pump battery was not charging, with a power source alert present in the pump history. The specific blood glucose level or impact was not mentioned; therefore, no adverse impact to the customer¿s blood glucose level was reported. The customer was instructed to plug the wall adapter into a known working outlet and leave it for at least 30 consecutive minutes to see if the pump would begin charging, with a follow-up planned by technical support.